Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) angiocath has been found containing foreign matter before use. The following has been provided by the initial reporter: when removed the shield, a cotton fm was on the needle tip.

Manufacturer narrative:
H.6. Investigation summary: one unused sample in open packaging, catalog number 381123, lot number 8355518 was received and sent for ftir analysis. According to the spectral analysis result shows that this material is probably polypropylene mixed with silicone. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Confirmed: bd was able to confirm the customer complaint for the claimed defect. Although no "foreign matter" records were found for the batch in question during the investigations carried out, after analyzing the sample and the ftir result, it was possible to confirm the complaint. Conclusion(s): based on the investigations conducted for complaints of silicone visible on angiocath, it has been found that the root cause of this issue is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. CAPA 450094 was opened to investigate. H3 other text : see section h.10.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) angiocath has been found containing foreign matter before use. The following has been provided by the initial reporter: when removed the shield, a cotton fm was on the needle tip.